Event description:
The patient received scs system on (B)(6) 2011. It was reported that the charger had difficulty locating the patient's ipg. The charging system was sensitive to all movements by the patient and the charging was interrupted frequently. A new antenna was sent to the patient. The device is still in use. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.